Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a rewind issue. It was stated that the pump would not stop rewinding after the cartridge was changed. There was no allegation of an adverse event with this complaint. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the issue.